Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "dispensed therapy at 999. The customer attempted to stop the device but the device did not stop. The device finished the therapy and it stopped alone by getting an air in line alarm" was confirmed during product evaluation. The root cause of this condition was not identified. The pump passed air in line test twice and no repairs were needed to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Event description:
The facility representative reported that the colleague infusion pump dispensed therapy at 999. The customer attempted to stop the device but the device did not stop. The device finished the therapy and it stopped alone by getting an air in line alarm. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in the intensive care unit. There is no further complaint information available. The user interface module master software version is 5.03.00, categorized as unremediated.